Event description:
The procedure was a PICC line insertion. After the needle was in the vein, left arm, the soft end of the short guidewire was inserted through the needle. The guidewire would not advance and upon a gentle pull back of the wire, it would not pull back. The needle was removed. The wire was seen under fluoro to be intact. As I gently pulled on the guidewire to remove, it was not coming back. The area was numbed with 2% xylocaine, gentle pressure applied and the wire was pulled back. The tip broke off under the skin. The wire was noted to be totally unravelled at the end and approx 1cm of the tip was broke off. The tip was seen under fluoro. The physician was notified, and a venogram was done to document that nothing was in the vein. The physician who performed the venogram stated the tip was not in the vein and looks to be in muscle. He stated to leave it alone. On (B)(6) 2011 insertion or PICC.